Event description:
It was reported that (1) device was used during a esophagus procedure. It was reported by the affiliate that the mcs20 instrument clip jammed. Another instrument was used to complete the case. There was no consequence to the pt. The device was discarded.